Event description:
It was reported that the patients ipg was taking longer to charge and had to be charged more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility protocol.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the last several months from date the manufacturer became aware of the event.